Event description:
Same case as MFR's report # 6000093-2006-01904. It was reported that 111 days after implantation of 2.75x32mm and 3.0x16mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the proximal and mid left anterior descending artery (lad). Pre-intervention stenoses of 35-60% and 99% respectively, were reported. It was not reported that the lesion was pre-dilated. A 3.0x16mm taxus stent was deployed in the proximal lad in the region of the lesion. A 2.75x32mm taxus stent was deployed in the mid lad in the region of the lesion. It was not reported that the lesion was post-dilated. A post-intervention residual stenosis of 0% with timi iii flow was reported. Complications were reported as "none". The pt presented 111 days after the initial procedure with in-stent restenosis in the proximal and mid lad. The percentage of in-stent restenosis was not reported. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lad using a 2.50x15mm maverick balloon. A 2.75x33mm cypher drug eluting stent was deployed in the mid lad followed by the deployment of a 3.0x28mm cypher stent in the mid lad. A 3.0x23mm cypher stent was then deployed in the proximal lad. Subsequently, intravascular ultrasonography (ivus) was performed on the lad. A post-intervention residual stenosis was not reported. Complications were reported as "none".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unk, the shop floor paperwork could not be reviewed. Should further relevant info become available, a supplemental medwatch report will be filed.